Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a painful ipg site. The patient will undergo a revision procedure wherein the pocket site will be relocated and the ipg will be replaced to accommodate additional lead. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing a painful ipg site. The patient will undergo a revision procedure wherein the pocket site will be relocated and the ipg will be replaced to accommodate additional lead. No device malfunction was suspected.